Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. Service history was reviewed and there were no previous issues related to iipv. The assignable cause of the additional iipv was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010, during drain cycle 3. The drain volume was 3244 milliliters (ml). The programmed fill volume was 2000ml. This drain volume meets overfill criteria. Product surveillance contacted the nurse who confirmed that there was no patient injury or medical intervention associated with this report and the patient was doing well with treatments.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.